Manufacturer narrative:
This event is linked with MDR # 2020394-2014-00588. A complete mfg review could not be conducted as the investigation lot number is unk. The device was not returned for eval; therefore, the investigation is inconclusive. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. Potential adverse reactions: hematoma.

Event description:
It was reported that the pta balloon ruptured during use in a de-clot case on the venous outflow side, next to the anastomosis. A second pta balloon was then used, and it also ruptured, resulting in a large hematoma. The pt subsequently required stent placement.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.